Event description:
A synsiro drug-eluting stent system was chosen to treat a severely calcified lesion (90 percent stenosis degree) in a tortuous mid rca. The device could not be advanced in the vessel. Strong resistance was felt. The device could be retrieved.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed severely deformed stent struts at the proximal end of the stent. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the deformed struts were initially crimped on the balloon. A 0.014 inch reference guidewire could be introduced into the complaint instrument without unusual friction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.